Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's symptoms returned six months ago. It was noted that the battery was not able to be interrogated at the replacement the day of the report. The battery was thought to have died 6 months ago when the patient had symptom return. Patient also claimed the battery would turn off on its own. No further complications were reported.